Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue the medications to patient. The technical support specialist (tss) assisted the customer through cycle counting the key item to adjust the quantity on hand, which resolved the issue. The system functioned as intended after the technical support specialist verified the issue.

Event description:
It was reported when using the bd pyxis¿ medbank tower, unable to issue novolog flexpen. The customer reported that the malfunction occurred when the user was trying to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.